Manufacturer narrative:
Correction: product problem changed from adverse event and product problem to adverse event. Correction: (B)(4).

Event description:
It was reported to boston scientific corporation that a previously implanted flexima plus biliary stent was removed from a patient during a biliary drainage procedure performed in the common bile duct of a patient on (B)(6) 2017. On (B)(6) 2017 the physician placed two flexima plus biliary stents in the patient¿s common bile duct. The physician mentioned that there was a problem with the stent barb failing to expand during placement, but decided to place the stent to complete the procedure. On (B)(6) the patient experienced obstructive jaundice with fever and the physician noted that one of the previously implanted flexima plus stents had migrated from the choleduct to the bile duct. The physician removed the migrated stent using forceps and implanted a new plastic biliary stent in its place. The second stent that was placed on (B)(6) 2017 did not experience migration or any other issues, however, due to the noticeable jaundice, the physician thought there was a possibility that the stent would become blocked and decided to remove this stent from the patient as well. A new stent was implanted in its place and the procedure was completed. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02545 for the other associated device information.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted flexima plus biliary stent was removed from a patient during a biliary drainage procedure performed in the common bile duct of a patient on (B)(6) 2017. On (B)(6)2017 the physician placed two flexima plus biliary stents in the patient¿s common bile duct. The physician mentioned that there was a problem with the stent barb failing to expand during placement, but decided to place the stent to complete the procedure. On (B)(6), the patient experienced obstructive jaundice with fever and the physician noted that one of the previously implanted flexima plus stents had migrated from the choleduct to the bile duct. The physician removed the migrated stent using forceps and implanted a new plastic biliary stent in its place. The second stent that was placed on (B)(6) 2017 did not experience migration or any other issues, however, due to the noticeable jaundice, the physician thought there was a possibility that the stent would become blocked and decided to remove this stent from the patient as well. A new stent was implanted in its place and the procedure was completed. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02545 for the other associated device information.